Event description:
On (B)(6) 2011, a sparc sling system was implanted to treat for "stress urinary incontinence and leakage." It was reported that she "experienced constant pain ever since the operation." Also reported, "sexual intercourse causes severe pain now as well." "Also, all the urinary symptoms I had the surgery for have returned and are becoming increasingly worse, especially now with the added pain, cramping, and burning sensations." "Urination has become an ordeal." These symptoms were reported to her surgeon who said this was "all normal in the first six months after surgery." She is scheduled for her one year follow up appointment and will see a different doctor since the implanting surgeon retired. The pt will report that her symptoms are getting worse instead of better.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.